Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie pocket was failed. A field service engineer (fse) reseated and inspected all cables, which resolved the reported issues. Additionally, missing slide bumpers were installed on main drawers 2.1, 2.2, 3.1, and 5.2. After completing these actions, the customer tested the system and confirmed that it was functioning without any issues. The system functioned as intended after the field service engineer repaired the device.